Manufacturer narrative:
The date of the event was reported as (B)(6) 2019.

Event description:
It was reported via social media a patient experienced a stroke. In (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. It was reported via (B)(6) that the patient had a stroke in (B)(6) 2019. Boston scientific has attempted to obtain additional information, but none has been provided at this time.